Event description:
Note: this report pertains to the second of two malfunctions occurring during the procedure. During the esophagogastroduodenoscopy (egd) procedure, the forcep clevis became bent while obtaining the biopsy and the forceps could not be retracted back into the scope. The physician attempted to use a second device but these also became stuck and bent. The procedure was completed with a third device and there were no clinical consequences. Refer to MFR report # 3005099803-2008-07223 for details regarding the first device.